Event description:
It was reported that intermittent occlusion alarms occurred. Customer declined troubleshooting from tandem technical support (tts). Customer¿s blood glucose (bg) level was 300-400 mg/dl. Ultimately, the customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.